Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending.

Event description:
The event involved a plum 360 infusion pump. The reporter stated that the device had a flow rate problem where there was air in line without an alarm. The nurse set the rate to 100ml/hr and it changed to 999ml/hr. The patient developed hyperglycemia. It is not evident that this was a life-threatening event and that an intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
The pump¿s event alarm log history was reviewed and determined we could not confirm customer¿s complaint of the device changed programmed rate during the middle of a programmed infusion or that the device experiences any independent rate changes. Device passed self-test. Programed the device to run at a rate of 100 for a duration of 99 hours. The device did not switch rates in the middle of the infusion nor did the device alarm with any error alarms. Device did not experience any independent rate changes. Probable cause for complaint of the device switching rates in the middle of an infusion automatically was not found. Additionally, in every case where the delivery rate changed, it changed in response to explicit key presses on the device keypad. Engineering further finds that the actual quantities delivered are consistent with the programmed rates and actual time spent infusing within the design delivery accuracy tolerance (of +/- 5.0%). More specifically, delivery accuracy was, in every case, equal or better than 0.3%. Engineering evaluates that while the customer reported rate changes were confirmed to have happened, the cause was also confirmed to be specific user pressing of keys on the keypad to program each change. Engineering evaluates the pump performed correctly as designed, both in responding to key presses changing the rate and in delivering accurately within design tolerance. Added information in d4 & h4